Event description:
It was reported to philips that the allura xper fd10/10 system had a failure of x-ray not being able to be performed on the front side. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and there was a delay in examination. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of log files shows that there was communication block between the control unit (ippc) on the side and the main control unit (hostpc). Upon functional testing, fse found that frontal clairvoyance is lost. To resolve this issue, philips engineer checked all connections, image control units were reinstalled in software and deleted patient image. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.